Manufacturer narrative:
Correction to h8 field - updated to initial use of device. The root cause of the reported complaint is attributed to an incompatible software version between the system components.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the customer informed intuitive surgical, inc. (Isi) technical support engineer (tse) that the surgeon side console (ssc) was not connected to the vision side cart (vsc). The customer verified blue fiber cable (bfc) connection, but the issue was not resolved. Upon reviewing error logs, the tse determined that the ssc was operating on a different software level, which prevented the connection. The customer used the other ssc to continue with the procedure. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
The reported event was addressed with phone support. The intuitive surgical, inc. (Isi) technical support engineer (tse) guided the caller to call back after the procedure for software update to be done. It was already downloaded. Once the customer called back, the tse instructed the caller to shut down system, power off the second (already updated) surgeon side console (ssc), and guided the caller through the p11b installation process. Installation was running over night. No site visit was conducted, and no additional action was required as the issue was resolved after installation was completed. The root cause of the reported complaint is attributed to an outdated system software version on the affected ssc.